Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
The irrigation clip broke causing plastic to enter the patient wound. Pka procedure delayed for 5 minutes. Product will not be returned; it was disposed. Pictures of the clip were provided (refer to attachment-intake section).

Manufacturer narrative:
Follow-up #1 and final report submitted to update sections based on the results of investigation. Reported issue it was reported that the irrigation clip broke. It was determined that there is inadequate information to conduct a product history review for this device. (B)(4) for further information. A review of complaints related to p/n 111690, lot 181337 shows 3 additional complaint(s) related to the failure in this investigation. Complaint (B)(4). Visual inspection could not be performed because the product was not returned. Dimensional inspection could not be performed because the product was not returned. Material analysis could not be performed because the product was not returned. Functional inspection could not be performed because the product was not returned. Based on the pictures included with the complaint, it can be confirmed that the part failed at the top thin walled section of the irrigation clip. This feature allows the metal irrigation tube to attach to the irrigation clip. When this feature fails, the irrigation clip can no longer secure the position of the metal irrigation tube. No further conclusions can be made with the supplied information. If the part is returned, this investigation will be reopened.

Event description:
The irrigation clip broke causing plastic to enter the patient wound. Pka procedure delayed for 5 minutes. Product will not be returned; it was disposed. Pictures of the clip were provided.